Manufacturer narrative:
Occupation: non-healthcare professional. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all captura biopsy forceps without spike are subjected to a visual inspection and functional testing to ensure proper workability. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
Prior to an esophagus endoscopy procedure, the physician uncovered a captura biopsy forceps without spike but observed the device had a defect of misalignment. This defect was evident when the forceps were dissembled [unpackaged]. This observation was made prior to patient contact.

Event description:
This correction follow up report is being submitted to cancel the initial report submitted relating to this event. Reference the additional manufacturer narrative section h10 for this justification.

Manufacturer narrative:
An initial MDR was sent on 25/oct/2019 under manufacturer report number 1825146-2019-00001. The incorrect manufacturer was used. This report is being submitted to cancel the report 1825146-2019-00001 and a new report will be submitted under the correct manufacturer number (B)(4).